Event description:
It was reported that the patient presented in the emergency room with syncope and a presenting rhythm sub 30 pulses per minute, interspersed with intermittent tachycardia. The pulse generator exhibited backup vvi. Pacing was occurring, but rate was difficult to assess due to poor surface EKG quality. The hardware elective replacement indicator (eri) byte indicated that the device had not reached hardware eri. The device would be replaced due to normal eri.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.